Event description:
It was reported that the ventilator suddenly shutdown while it was connected to a patient. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator suddenly shutdown. Our field service engineer investigated the ventilator and no faults could be found. The log evaluation revealed that the system was running on battery therefore the shutdown. No parts were replaced, the battery was recharged and the pre-use check performed passed the test. Per design when the ventilator is running on batteries the user is alerted of low battery power by several alarms at least ten minutes to enable the user to take appropriate measures. The ventilator will shutdown when batteries get depleted. The root cause of the event is attributed to a user error.

Event description:
Manufacturers ref: #(B)(4).